Event description:
A customer reported that a vitrectomy probe was defective. It is unknown if a patient was involved in the event. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).